Event description:
On (B)(6) 2011, as result of cath at outlying facility, pt transferred to our facility for pci of 99% lesions in origins of om2 and om3. Using kissing technique, a 2.0x15 voyager rx was used to pre-dilate both lesions. Then a 2.5x18 multi link mini vision deployed in om3, and a 2.5x15 multi link mini vision in om2. Both stents post-dilated with a 2.5x12 nc quantum apex. Pt discharged on asa, coumadin, and plavix. On (B)(6) 2011, pt brought emergently from the field with a stemi. Apparently had been taking coumadin, but never got the plavix prescription filled. Origins of both om2 and om3 totally occluded. A 2.5x15 quantum maverick, and 2.75x12 quantum maverick used to dilate the om2, the larger of the 2 branches. It was felt that intervening on the om3 would compromise flow into the om2. Final films reveal timi iii flow in the larger of the 2 branches om2, and timi I flow of om3. Pt counseled and provisions made for pt to receive plavix upon discharge (B)(6) 2011.